Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when her blood glucose level was not low. Customer's sensor glucose reading was 69 mg/dl but her blood glucose level was 189 mg/dl. The customer's sensor and blood glucose level difference was not within an acceptable range. When the customer attempted to calibrate, she received a change sensor and calibration error alarm. The customer had a bad sensor. The glue on the sensor was giving the customer a rash. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. Unable to perform or reproduce skin irritation in the lab.